Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis revealed 6 controller power up events with associated motor starts logged on (B)(6) 2021 at 01:32:35, on (B)(6) 2021 at 05:19:39, 06:25:21 and 06:28:55, and on (B)(6) 2021 at 04:23:19 and 04:27:07. A review of the alarm file revealed 53 critical battery alarms and 4 controller fault alarms on (B)(6) 2021 starting at 01:13:58. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% rsoc. Analysis of the log files revealed that, at the time of the first critical battery alarm, (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. Both batteries were then allowed to continue depleting. A controller fault alarm will occur if the battery is approaching 0% rsoc. The data point recorded before the (B)(6) 2021 power up event at 05:19:39 revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2); both batteries were allowed to deplete completely, resulting in a loss of power to the controller. Log file analysis revealed 3 additional critical battery alarms logged on (B)(6) 2021 between 04:21:45 and 04:24:31 due to (B)(6) depleting below 10% rsoc. No anomalies were observed leading up to the remaining losses of power. The controller was without power for 10 seconds, 1 hour 51 minutes 45 seconds, 19 seconds, 1 minute 33 seconds, 10 seconds and 27 seconds, respectively. As a result, the reported event was confirmed. The most likely root cause of the critical battery alarms, controller fault alarms, and initial loss of power on (B)(6) 2021 can be attributed to the patient allowing batteries to depleting below 10%. A possible root cause of the remaining losses of power can be attributed a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the csv files of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sentif information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the outbound clinic when the controller exhibited different alarms, controller faults alarms and loss of power. The patient also exhibited user error when the patient went to sleep with depleted batteries connected to the controller with no ac adapter connected. The controller remains in use. No patient complications have been reported as a result of this event.